Manufacturer narrative:
A replacement power adapter was sent to the customer. Despite repeated attempts, no additional information was provided by the customer regarding the details of the event. The original adapter was returned for evaluation. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in an short circuit which caused the cord to heat up and spark. Sparking poses a risk should it come in contact with a combustible material. (B)(4), approved on (B)(6) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing. A visual examination of the cord revealed exposed wires near the strain relief (on the dc side, which does not pose an electrocution risk). The power supply was plugged in and the voltage across the dc plug was measured at .23 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 1.0 ohms. Sparking was observed while the power supply was plugged in, but only if the cord was manipulated. The resistance across the ac blades measured 63.4 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported the electrical cord that came with her pump is "shot". Customer stated ever since receipt, the cord liked to wind up (wouldn't stretch out nicely without winding), and the plastic coating had worn off the cord, leaving the wires completely exposed. Last friday, it stopped working completely. No injuries reported.